Manufacturer narrative:
The technician isolated the issue to a loose ground screw in the power cord plug. He tightened the connection to repair the bed.

Event description:
Information received indicates, during a preventive maintenance check, the technician found the ground resistance reading was high.